Manufacturer narrative:
The device history record for the reported lot number, m7297l609, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. Root cause could not be determined. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 02-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that the flex connector was loose when it was attached to the suction catheter. Additional information provided via user facility report # (B)(4) that was received on 18-apr-2018 stated: "describe the event or problem: this is a known and previously reported issue with the halyard closed suction system. The flexible adaptor supplied with the closed suction system connects the ventilator circuit to the swivel elbow of the closed suction system. The flexible adaptor is loose fitting and easily disconnects from the elbow portion of the suction system with either slight traction of the circuit or from the pressure generated by the ventilator. This interferes with the safe ventilation of the patient and creates a biological risk to staff due to the spewing of patient secretions which can occur upon disconnection. One week later, halyard representative shared they do have a plan to replace the flex tubing/poppel piece. They currently do not have a 'fixed' product to send us. Current solution to discard flex tubing that is in package and replace with tubing (or tubing and hme) from teleflex is working well. Halyard offered fixed elbow and t-piece version of products, both not optimal for patient population. Will continue to communicate with halyard regarding expected delivery dates of corrected product. Plan is to review other vendors that offer in- line suction products. Will reach out to vyaire for samples of their closed suction system."